Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. Requested correct batch or lot number from affiliate.

Event description:
It was reported that during an unknown procedure, there was a titanium tip breakage. The breakage piece was retrieved by forceps and was discarded. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Lot number received m91h7v.

Manufacturer narrative:
(B)(4). Lot number received m91h7v.

Manufacturer narrative:
(B)(4) date sent: 1/23/2024 this report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #3. G6: follow-up report number.